Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). This report includes the device evaluation. Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. Upon review of the logfiles , the issue reported by the customer could be confirmed. The device alarmed with disconnection on the ventilator side on the day of the event. The event is considered reportable as if such event were to recur, the therapy might be affected and therefore a potential deterioration in the patient' state of health cannot be excluded. The service technician conducted troubleshooting and identified the root cause as a defective servo module. Consequently, the defective servo module was replaced. After the replacement, the device functioned correctly.

Event description:
Hamilton medical ag received the following event description:: during the ventilation of a patient, the device alarmed with "disconnection on the ventilator side" . The ventilator was exchanged with another one. No harm to the patient was reported.